Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed the displacement test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No button error alarm noted upon testing. No rewind anomaly noted during testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were took more than one press to register, battery occasionally lasts less than seven days, rejected new battery and rewinds louder than it used to. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.